Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 11-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer via manufacturer's regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient slipped on water in (B)(6) 2019 and has had an increase in back pain ever since. The patient did not reach out to notify us of her fall until today 01/01/20 at her appointment. Rep stated the stimulator was still helping her pain and that if she turned it off her pain increased. Patient had an appointment today and wanted her leads checked under x-ray to see if they had moved. An x-ray was taken today 01/0120 to confirm lead placement and results showed that her left lead moved down 1 electrode and the right lead did not move. On 01/01/20 checked electrodes impedances which were all within normal limits. Rep reprogrammed groups b and c today to cover more low back pain after reprogramming she stated good coverage in her painful areas. Patient's next appointment is (B)(6) 2020. Rep to follow up with her then to see if additional programming is needed. Issue resolved at this time. No further complications were reported/anticipated.